Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. (B)(4).

Event description:
Customer did not eat anything that day before the low blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to dentist where they took antibiotic due to something went wrong with them they visited to emergency room on (B)(6) 2020 with low blood glucose value. Customer¿s blood glucose level was 37 mg/dl, at the time of hospitalization. Customer took manual injection due to high. Customer was not using auto mode and smart guard. Customer reported infusion set curve cannula and declined to troubleshoot. The insulin pump will not be returned for analysis.